Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Additional information was requested, and the following was obtained via: this event has happened multiple times with the same suture (j258h lot #smbcxt), I am working with risk management to determine approximately how many cases this has occurred in. As of now, we know this has occurred multiple times . The remaining suture left is being returned (22 sutures). The event has occurred many times with different patients. Despite event, surgery has been able to be completed successfully each time. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned samples determined that it was received one open box with twenty-two unopened samples that pertain to the product code j258h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the suture has been detaching from needle easily while in the vagina. It is unknown if the procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.